Manufacturer narrative:
Per the customer, qc was not affected in this event. There is no indication that service was dispatched for this event. Per the customer, possible heat stress during shipping of reagent is the likely root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low results for estradiol on approximately 300 patient's samples that did not match the patients' clinical picture, that were generated by the unicel dxi 800 access immunoassay system with dual. This event will be assumed to be worst case scenario and that repeat testing recovered higher results within a different clinical range. Repeat testing results were requested from the customer, but no reply to date. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.